Event description:
During transport of a portable high flow nebulizer, the technician attempted to maneuver the nebulizer by the upper pole assembly. While moving, the top pole assembly weld broke causing the nebulizer holder assembly to hang loose on the stand. Additional movement would have caused the nebulizer to completely detach potentially striking and injuring the staff member or patient. The portable nebulizer, compressor, and transport trolley is comprised of different manufacturer parts and sold as an assembly by a distributor. Biomedical has notified the distributor that they are responsible for the assembly as sold. This is the fourth failure of this pole assembly used to attach the nebulizer.======================manufacturer response for highflow nebulizer, vapotherm (per site reporter).======================the manufacturer directed me to the distributor who designed and sold the nebulizer, compressor, and transport trolley as an assembly.======================manufacturer response for compressor and trolley assembly, ecom (per site reporter).======================unable to contact manufacturer. Biomedical working through exclusive distributor. Distributor address given in lieu of manufacturer non-us address.======================manufacturer response for top pole assembly, 1 month (per site reporter).======================manufacturer stated that hospital was transporting equipment incorrectly by not using transport handle provided on trolley. Biomedical confirmed to manufacturer that handle was difficult to see and many of the staff members (evs, rn, support staff) would not know about handle). Manufacturer stated that they are working on a stronger top pole design using different materials and welding.what was the original intended procedure?transport of a portable medical device.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.